Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified shunt. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).